Manufacturer narrative:
The device was returned for analysis. The reported shaft break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the shaft break as the device was returned and a shaft break was not identified. However, balloon wrinkling was identified upon return. It is possible the account was referring to the noted balloon wrinkling when they reported that the wire looked like it was close to a break just proximal to the stent as they confirmed the correct device was returned. It is possible the balloon wrinkling occurred due to handling during sheath removal; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the 2.25x28mm xience proa stent delivery system (sds) was noted to have a break proximal to the stent but not separating upon opening the package. Another xience proa stent was used to complete the procedure. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.